Event description:
It was reported by the attorney for the patient as a result of a lawsuit that allegedly the patient underwent left hip surgery using trident acetabular hip system on (B)(6) 2006. It is alleged the patient began to experience extreme pain, and implant loosening. The patient was revised on (B)(6) 2012.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding shell loosening involving a trident psl ha cluster 54mm was reported. The event was not confirmed. Medical records received and evaluation: insufficient records were provided for a clinical dictation regarding this event. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as additional medical records and x-rays describing the reported event as well as the reported device are needed to complete the investigation for determining the root cause.

Event description:
It was reported by the attorney for the patient as a result of a lawsuit that allegedly the patient underwent left hip surgery using trident acetabular hip system on (B)(6) 2006. It is alleged the patient began to experience extreme pain,and implant loosening. The patient was revised on (B)(6) 2012.